Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent diagnostic urethroscopy, diagnostic cystoscopy, cystoscopy with hydrodistention, cystocele mesh revision and rectocele mesh revision on (B)(6) 2014 due to a&p vaginal mesh exposure and interstitial cystitis. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Undefined recurrence; urinary problems. Additional narrative:it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent urethrolysis due to bladder outlet obstruction with cystocele and scarring at the bladder neck. It was reported that the following implantation the patient experienced additional recurrence, bleeding, dyspareunia and urinary problems. It was reported that the patient underwent revision/removal on (B)(6) 2009 due to pain and bleeding. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted along with concurrent bso due to sui, uterine prolapse, cystocele, and rectocele. It was reported that patient underwent mesh revision on (b((6) 2004 due to mild urinary retention with urgency. No additional information was provided.